Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that since received implant, patient only experienced a tiny bit of improvement. Patient said worked extensively with staff at hcp office who reprogramming patient's device. Patient said that was scheduled to have implanted system removed however this was postponed due to diagnosis of heart problems(unrelated)  agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient said that needs to schedule MRI however requested how to place into mr mode. Reviewed navigation basic and when patient connected to implant during the call, received message that internal data has been lost when asked, patient said that they called hcp office about a month ago and hcp staff at hcp office provided instructions to turn therapy off however patient said that this same message came up and patient said that they were told by hcp staff that this is okay. When asked, no previous medical tests or procedures. This message is about ins not external device additional information was received and it was stated that the stimulator has been turned off and is going to be removed.